Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump shut down during an active infusion stopping an infusion for an unknown length of time. There was no report of patient harm or medical intervention.

Event description:
It was reported that there was a channel disconnect, the device shut down during patient use, and the device would not turn back on which led to stopping of an unspecified infusion for an unknown length of time. There was no report of patient harm or medical intervention.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
The reported issue that the pump shut down during an active infusion was confirmed and duplicated during the investigation. A review of the device error log found it to be void of any recorded error events while it was in the possession of the customer. The device when received was found to not power on when connected at either side of an in-house test pcu. The internal inspection was performed as part of the troubleshooting process for the device issue of not powering on. The fuse on the logic board was found to be opening intermittently during operation; however the cause has not been definitively determined. Testing replicated the incident once with the fuse opening on the logic board during infusion operation; however continued testing was unable to repeat the failure mode indicating the issue is very intermittent. The system response when the fuse opened was a stopping of the infusion and power at the module with an induced ¿channel disconnected¿ alarm on the pcu. The event pcu was not returned for investigation. The proximate cause for the found fuse opening leading to the device not powering on is attributed to a malfunctioning logic board. Even though the root cause has not been determined, it is suspected that the component c23 on the logic board was the cause. Its design is a self-healing type that appears to have corrected itself during the investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record opened for the source device was not associated with the issue of shutting down unexpectedly and is deemed not relevant to the complaint.

Event description:
It was reported that device shut down during patient use, which lead to stopping of an unspecified infusion for an unknown length of time. There was no report of patient harm or medical intervention.